Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously elevated calcium (calc) results. Erroneous results were reported out of the laboratory. It is unknown if there were any changes to patient treatment associated with this event, but there have been no reports of death or serious injury. The customer had received carbon dioxide (co2) acid reagent for the cx analyzer instead of co2 acid reagent for the dxc analyzer. The customer called hotline to ask if the co2 acid reagents were interchangeable and was incorrectly told they were. The cx reagent was loaded on the analyzer. The ise system calibrated and all quality control (qc) results were within the established ranges. Later in the day, the clinic staff called the lab to report that all of the calc results reported that day were above the reference range. A calc qc was run and the results were >2 standard deviations high. The correct co2 acid reagent was loaded on the analyzer and the ise system primed, calibrated and qc run. All samples run for calc were repeated and all of the previously high calc results were within the reference range. Amended reports were issued on about 35 results. This is report 8 of 35 medwatch reports filed for this event for patient 8 of 35 patients.

Manufacturer narrative:
A bci field service engineer (fse) went to the laboratory to investigate and try to determine the cause of the low calc results. The fse only found the wrong pn for co2 acid reagent in the lab. All of the other ise reagents were correct. The engineer requested examples of the high calc results and the corrected results. This lab is paperless and does not have result printouts. The results were not provided. The co2 acid reagent is not a component in calc determination. A root cause for the erroneous calc results has not been identified. The appropriate hotline managers have been notified of this cf and actions have been taken to provide the correct information to the hotline person who provided incorrect information regarding the co2 acid reagent. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. This MDR represents event 8 of 35 reported by this customer. This MDR is related to the following mdrs that have been reported.